Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using the tsb35 the surgeon reports the device was defective. It is unk why the surgeon reports the device is defective. A new device was pulled to complete the case. There was no consequence to the pt.